Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced several downstream occlusion alarms, under infusion and an air in line alarm during the infusion. The nurse was infusing atezolizumab at 290 ml/hour, with a volume to be infuse programmed at 290 ml. The infusion finished with approximately 30 ml left in the bag. The infusion was reprogrammed to infuse the remaining 30 ml. 2c8571 tubing was used with an equashield closed transfer system device. There was no known patient injury or medical intervention associated with this event. No additional information is available.